Event description:
The customer reported a pre charge error message. This will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and the ups power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.